Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m123759 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m123759 and test base part number 190-430 / lot m123759 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m123759 showed that the complaint rates are (B)(4) for both. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported conflicting results involving six (6) patients and involving up to 24 devices with the ID now covid-19 assay. This report represents one (1) of six (6). The customer reported a positive result on a direct nasal swab with the ID now covid-19 assay performed on (B)(6) 2020. The swabs provided with the kit were used to collect the nasal sample per the ID now covid-19 product insert instructions. Repeat testing performed on a new nasal sample collected and tested directly two (2) - three (3) hours later on a different ID now machine generated negative results. Confirmation testing on different authorized or cleared molecular test was not performed. No further information will be provided. The customer confirmed there was no death or serious injury based on the test results. The patient's treatment was not impacted or delayed. The patient was not symptomatic. No further patient information, including treatment, and outcome, was provided. Per the ID now covid-19 product insert, in190000 rev.4, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Unexplained conflicting results shall be reported as it is unknown which result is correct.